Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 codes: health effect - clinical code - e0131 speech disorder.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. Date of event is an approximation. The patient had a cgm accuracy issue 2 days after the sensor was inserted into the abdomen. On (B)(6) 2024, the patient¿s cgm was reading 53 mg/dl and the bg meter was reading 623 mg/dl. The patient was vomiting and had an unspecified ¿speech issue.¿ the patient went to the emergency room and was treated with an unspecified IV and insulin. There was no information about how long the patient was in the ER prior to discharge. The patient was in good condition at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis. B2 outcomes attributed to adverse event - correction. B3 date of event - correction. B5: describe event or problem - correction. B6 relevant tests/laboratory data,inclu - correction. G3: date received by mfg - correction. G6: type of report - updated/follow-up. H2: type of follow up- correction/additional information. H6 codes: health effect - impact code - correction/additional information. H10: corrected data.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. Date of event is an approximation. The patient had a cgm accuracy issue 8 days after the sensor was inserted into the abdomen. On (B)(6) 2024, the patient¿s cgm was reading low mg/dl and the bg meter was reading 623 mg/dl. The patient was vomiting, had diarrhea, and an unspecified ¿speech issue.¿ emergency medical services were called. Once emergency medical services arrived, the patient was treated with IV insulin and transported to the ER (emergency room). The patient was diagnosed with diabetic ketoacidosis and was in the hospital for 7 days, discharged on (B)(6) 2024. The patient was fine at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.